Event description:
Consumer reports needle of syringe was sticking through shield and her son got stuck at school. The school nurse did not realize this and when she took the syringe from her son, she was also stuck. The school nurse went to the ER for testing and follow up.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to perform complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.